Event description:
The original analysis determined that the complaint fell into the exemption category (rae # 2005015). Evaluation of the unit determined that the failure was isolated to the main pcb. This issue is not addressed by rae# 2005015.